Manufacturer narrative:
Medwatch voluntary report #: mw5147606.

Event description:
Related manufacturer report number: 2017865-2023-94566. It was reported that the patient presented for explant of the pulse generator and lead due to infection. No further information was available.